Event description:
It was reported that a clearlink solution administration set leaked from an unspecified location. This was observed when purging unspecified medication through the set (priming). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: investigation findings: c19 will be omitted. H6: investigation conclusions : d14 will be omitted. H10: quantity of received samples: 1 sample was received, previously submitted as six (6). H10: the device was received for evaluation. Functional testing was performed which revealed a leak from a hole in the tube. The reported condition was verified. The most probable cause of the hole was due to the machine during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: six (6) devices were received for evaluation. Functional under water leak testing was performed which revealed a leak under the tube to clearlink junction for one (1) device. Further visual inspection was performed which observed an insufficient application of solvent between the tube and the clearlink component. The reported condition was verified for one (1) sample; however, the condition was not verified in the remaining samples. The cause of the condition was due to improper assembly during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.